Manufacturer narrative:
Investigation: smith medical intl's investigation stated that the event sample was returned and the report of leakage was confirmed. The cuff was inflated with water and investigation revealed air leaked slightly from the bonding portion between the pilot balloon and the inflation line at 55ch20. It was found that approx 0.3mm of the circumference of the bonding portion had unstuck. Lot specific info was not able to be reviewed as the lot # was not provided. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: the root cause of this issue is attributed to insufficient amount of solvent during bonding process. The mfg site has been notified and retraining will be conducted. No corrective action was taken as a result of this incident, but all details have been entered into the complaints history database for future trending.